Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
The implant name, part number, lot number, expiration date and manufacture date and 510(k) are all unknown. Patient's weight is unknown.

Event description:
Per (B)(4), the dental implant failed to integrate. Patient experienced inflammation, pain and bone loss.